Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise, which was oversensed resulting in inappropriate device shocks in multiple episodes on the same day. Therapy was not exhausted. The patient was noted to have undergone a lumbar spine ablation procedure on that date. The device was subsequently explanted and replaced for normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that this that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise, which was oversensed resulting in inappropriate device shocks in multiple episodes on the same day. Therapy was not exhausted. The patient was noted to have undergone a lumbar spine ablation procedure on that date. The device was subsequently explanted and replaced for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device case noted no anomalies. Visual inspection of the device header noted a hole in the left ventricular seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.